Event description:
It was reported that the physician's handheld will not hold a charge. It was reported that the handheld is plugged in whenever not in use, but will last less than a minute when unplugged from the power outlet. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 05/20/2015. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No other anomalies were identified. Analysis of the flashcard was completed on 05/20/2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.